Manufacturer narrative:
Device evaluation the product testing could not be performed because the product was not returned for evaluation (the device was cut out and discarded by the surgery center). The customer's reported event could not be confirmed. Manufacturing record review: the manufacturing process record (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There were no issues identified on the production order with the lens manufacturing process. The diopter measurement was correct. A search on complaints revealed no other complaint for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zcb00 (25.0 diopter) was explanted from a male patient's right eye (od) due to lens diopter miscalculation and the wrong lens was implanted. The lens was replaced with another zcb00 lens lower diopter (20.5 diopter). It was confirmed that there was no labeling issues with the lens. It was reported that the patient outcome was good and that the patient has no contributing medical history. There was no complications, no incision enlargement, no serious patient injury, no suture(s), and no vitrectomy reported. No further information was provided.